Event description:
It was reported that the patient experienced an increased charge burden with the implantable pulse generator (ipg). The patient subsequently underwent an ipg replacement procedure. The explanted ipg was not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.